Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The prostar xl is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The analysis of the returned device found the handle and the posterior lateral needle were in the backdown position and the white suture was attached to the needle tip. The green suture and the rest of the needles were not returned. During testing, the handle was deployed and the remaining needle presented at the hub. The needle slots and suture ports appeared normal. The device was disassembled and there was no bent set on the holder shaft. There was no needle strike mark on the barrel face. There were no abnormal observations with the condition of the device that could have contributed to the reported event. Probable causes for the needles not presenting at the hub are deploying the device at an angle greater than 45 degrees or patient anatomical conditions such as obesity, calcification or scarring of the site which can deflect the needle(s) causing them to hit the barrel face or present outside the barrel. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. There does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted deployment of the device using a preclose technique in the left common femoral artery before an interventional procedure. Reportedly, 3 out of 4 needles presented after the handle was removed. The device was removed and another prostar xl was used with the same results. After the interventional procedure, a cut down was performed and hemostasis was achieved. The physician thought that the needle may have been deflected due to possible plaque. There was no adverse patient sequela. Though requested, no additional information was provided.